Event description:
It was reported that the pump kit, cadd-solis, mdl 2110, v4.2, ce english 1/ea where the unit is failing to recognize the attached cassette, also when visually inspected loose latch and damaged sensor was noted. The reported failure mode affects the functionality of the device where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D7a, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. The alarm related to the cassette attachment was noted and confirmed in the ehl as stated by the complainant. The allegation made by the complainant was confirmed. The probable root cause of the event was due to damaged downstream occlusion (dso) sensor. The dso sensor and seal were replaced.